Manufacturer narrative:
Additional manufacturer narrative: pending product return for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, was explanted after an implant duration of three years, eight (8) months due to calcification. The explanted valve was replaced with a mechanical valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h2, h3,and h6 (device code(s), and type of investigation). Product evaluation: customer reports of calcification was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. As received, all three leaflets had cuts of approximately 7mm x 11mm on leaflet 1, 3mm x 12mm on leaflet 2, and 5mm x 12mm on leaflet 3. The cuts had a smooth and straight edge. Cut out fragments were not returned. A tear approximately 4mm long was observed on leaflet 1. Calcification was evident at the tear. Mechanical damage marks were observed on the free margin of leaflet 2. Damages appeared serrated and did not penetrate leaflets. Sewing ring was cut off around the valve and exposed metal band on the inflow aspect with sewing ring fragment still attached.